Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited over-sensing of the "tail-end" of the qrs complex or over-sensing of t-waves. It was also reported that the patient has an "abnormal" implant. The rv lead was re-programmed and remains in use. No patient complications have been reported as a result of this event.